Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1tv72, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6)2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 03-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that there was a lead site infection. The lead, extension, and generator were explanted. The issue was resolved at the time of the report.